Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced spontaneous bleeding from ablation access site post discharge leading to hypotension. The patient had undergone a repeat pulse field ablation (pfa) with the faradrive sheath. Due to this, the patient had an overnight hospitalization where they received intravenous fluid bolus. A full blood test was performed with no significant findings. The patient was discharged with fully recovery. The device is expected to be returned for analysis.